Manufacturer narrative:
The device history record has been reviewed and there are no anomalies. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a dropped nucleus. The patient was sent to another hospital for emergency treatment. The surgeon believes the problem was unrelated to the stellaris settings.

Manufacturer narrative:
Upon the performance of preventative maintenance, the system was found to be performing to specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.